Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 6:421:150:0002 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. Patient involvement is unknown. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 6:421:150:0002 was confirmed and duplicated during product evaluation. The root cause was assigned to the user interface printed circuit board. The user interface printed circuit board was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.